Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2011. On 05/11/2012: additional information: repeat testing of the patient sample later that evening, returned a result of 15 miu/ml and the patient was treated as an ectopic pregnancy.

Manufacturer narrative:
The cause for the discordant total hcg results is unknown. A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse performed a preventative maintenance check and replaced the valve (v13). No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
An elevated advia centaur xp total hcg patient result was obtained for a patient sample. The result was reported. The patient sample was automatically tested with a 1:200 dilution. The system gave a signal error. Repeat testing was performed on the neat sample and the result was lower. A corrected report was issued. The patient was admitted to the ER and referred to an ob/gyn. There was no report of adverse health consequences due to the discordant total hcg result.